Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, e3 and g2. B5: upon follow up, it was reported the cause of peritonitis was unknown. The frequency of the ceftazidime was unknown. The amikacin frequency was once daily. On an unknown date, patient was discharged and the antibiotics were discontinued. Pd therapy was discontinued. The patient was switched to hemodialysis (hd). Same hd was ongoing. It was reported that recatherization has been planned after 1 month. At the time of tis report, the patient did not recover from peritonitis and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized due to cloudy fluid and treated with fortam injection (1 g, intraperitoneal) and amikacin injection (250 mg, intraperitoneal). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.